Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to failed batt test alarm. Unit had broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer's blood glucose level was 150 mg/dl. Customer also stated that there was crack in reservoir compartment and reservoir was able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.